Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a 3rd party usb wall adapter which resulted in the battery gauge fluctuating and the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Customer¿s blood glucose value was 88 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.